Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator, and battery tube assembly during visual inspection. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported that the insulin pump was exposed to moisture. Fluid was under the insulin pump's lcd display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.